Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced abdominal cramping and pain post implant. As a result patient was admitted to the hospital. The physician believes the abdominal sensitivity needs more time to heal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the lead was explanted and replaced, resolving the issue.